Event description:
It was reported by the customer that they were unable to get an item out of the bd pyxis¿ medbank because the cubie pocket is not opening. Drawer 5 cubie pockets are not opening in diagnostics. No report of patient harm or injury.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the device cubie drawer was unable to open. A field service engineer ejected all cubies, cleaned the multi operation avionics board, and replaced the fuse, but it did not work. The engineer then replaced the multi-operation avionics board. The system functioned as intended after the field service engineer troubleshot the device.